Event description:
It was reported during a da vinci si surgical procedure, the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub was frayed. There was no damage found at the clevis. Failure analysis investigation also found that the edge of the distal pulley had indentations. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.